Event description:
During bunion surgery on the pt's right foot, a piece of carbide cutter chip from the wire cutters used during the procedure broke off and was retained in the pt's foot. This required a second surgery to remove the foreign body.